Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a gastrectomy procedure, the staples malformed (did not form b-shape). Another device was used to complete the case. There was no reported patient consequence.